Event description:
It was reported that a patient's device could not be interrogated with the programmer. The patient was pacer dependent. It was also noted that several other devices could not be interrogated. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis confirmed the event of no telemetry. The hard drive was reconfigured and software was loaded. The links electronic module was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis confirmed the event of no telemetry. The hard drive was reconfigured and software was loaded. The links electronic module was replaced.